Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was misfiring and the staples would not stay in place during a laparoscopic bilateral hernia repair with mesh. They used another device to complete the case. There was no patient injury.